Manufacturer narrative:
Device remains implanted.

Event description:
A patient reported that they underwent an arthrodesis in 2015 and recently developed a metal allergy post-operatively. Patient symptoms are currently unknown. The specific metal allergy is currently unknown. Implanted device information has been provided as "navigo cage" and "stryker pedicle screws in l4 and l5". No further information has been provided. This report will capture the cage.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Further information was requested but the hospital did not provide any information due to medical confidentiality. The patient has been requested to alert their dermatologist and make a request for copy of medical file from the hospital. Stryker has not received any information at this point of time. Due to lack of information, an exact cause of reported event could not be determined. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated.

Event description:
A patient reported that they underwent an arthrodesis in 2015 and recently developed a metal allergy post-operatively. Patient symptoms are currently unknown. The specific metal allergy is currently unknown. Implanted device information has been provided as "navigo cage" and "stryker pedicle screws in l4 and l5". No further information has been provided. This report will capture the cage.